Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead exhibited a failure to capture and high lead impedance values when tested with the pacing system analyzer. Lead insulation damage was suspected but was not visually confirmed. The lead was removed and replaced. The patient was stable following the procedure.

Manufacturer narrative:
A complete lead was returned for analysis. Final analysis was normal. No anomalies were found.